Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, exhibited high thresholds and no capture and the right atrial (ra) lead was pulled back and that the patient had not worn a sling after implantation. The rv lead was explanted and replaced and some slack was added to the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix extended and tissue in the helix. If information is provided in the future, a supplemental report will be issued.